Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18th march 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a left rotator cuff repair procedure on (B)(6) 2025. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc instead. No fragments were left in the patient and ar-1927pb was used to prepare the bone socket.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-2324bcc bio-comp swvlk c, cld 4.75x19.1 mm serial/batch (B)(6), was received for investigation. Visual inspection revealed that the screw material was warped, missing its geometric shape, indicating excessive force and/or resistance during insertion. The screw was also broken, with pieces of material missing. No damage was identified on the eyelet, suture, or handle. Functional testing of the inner and outer driver found that it is not resistant to unscrewing and screwing. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Directions for use. Dfu-0087-eo. Corkscrew®, pushlock®, and swivelock® suture anchors. Precautions: make sure to use the recommended drill bit or punch to create the bone socket. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during the final advancement of the anchor body.